Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer's blood glucose level was 46 mg/dl. The customer did not mention any symptom or treatment related to low blood glucose level. The customer alleged the insulin pump for over delivery. Reservoir was showing the same amount of insulin as shown on the status screen. It was unknown if the insulin pump was on auto mode at the time of incident. The insulin pump will not be returned for analysis.